Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with minimal use, as identified by crisp laser markings and a lack of surface scratches. The distal tip was fractured from the instrument shaft and the remaining portion was twisted in a manner that indicates it was being rotated clockwise when the malfunction occurred. A functional assessment of the returned system screwdriver was not performed due to the damaged condition of the instrument, which was removed from distributable inventory. The returned torque-limiting handle was inspected and tested on a calibrated torque testing device, which confirmed the handle limited applied torque as intended. A DHR review was performed for complaint lot# and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 12/06/2021. The distal tip of the system screwdriver could be damaged if it was shifted out of alignment with a system screw while engaged or rotated while not fully engaged with a system screw. There have been three other complaints of similar nature for this instrument in past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 2/09/2023. It was reported that the distal tip of a system screwdriver fractured from the instrument while being used in a surgical procedure. A return authorization issued for return of the system screwdriver and torque-limiting handle that was being used when the malfunction occurred, which was received at the manufacturer on 3/07/2023 for assessment.